Manufacturer narrative:
Model number/catalog number: sc-2218-50; serial number: (B)(4); batch/lot number: 5093004 ; model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patients leads had migrated. X-ray revealed that one of the leads has been pulled out of the epidural space. It was also reported that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein the leads were relocated back into place and re-anchored and the additional lead was added for adequate coverage. The patient was doing well postoperatively.